Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician employed the use of a venaseal closure system for treatment in the great saphenous vein under local anesthesia using transducer compression. One segment was treated and the vein closed. It was reported that during a post-op ultrasound, deep vein thrombosis (dvt) was noted in the sfj (saphenofemoral junction). No additional treatment required. Patient is reported as being alive with no injury.

Manufacturer narrative:
It was reported that the patient had experienced endothermal heat induced thrombosis (ehit), and not a dvt (as previously reported). If information is provided in the future, a supplemental report will be issued.